Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: that image was not displayed due to communication abnormality with endoscope because video connector socket is worn out (latch failure). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had no image and there was a scope communication error. The issue occurred in preparation for use for an unknown procedure with no delay. The intended procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; communication error was due to worn out video connector and worn out video connector latch caused loss of image when wiggling the pigtail. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.